Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Reportedly, the patient was in good condition post procedure. No additional adverse patient effects were reported. This crt-d was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.